Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during fill 3 of 3. The hp had removed and replaced the heater bag while connected prior to calling, so the baxter technical services representative had the hp end therapy and advised the hp to call her nurse. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the home patient had not contacted her about this event. This writer informed the nurse of the patient's user error, and she would speak with the patient about changing supplies during therapy. The nurse stated that the patient's therapy was going well, and there were no adverse effects reported to be caused by this event. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for user error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.